Manufacturer narrative:
Block b3: exact date unknown, event occurred october of 2021. D6b: explant date: (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6) , batch: 7017052.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were removed and not returned. No further information could be obtained despite good faith efforts.